Event description:
Pump was returned for servicing with a report that the pump shutdown by itself during use. The biomed at the facility received the pump with the same report and observed the pump turning on and off by itself in his shop. There was no report of this situation causing any patient injuries or medical intervention. Specific patient information was not available.